Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pulled out a blue lead wire. The status of the lead was not provided. No patient complications have been reported as a result of this event.